Event description:
Allegedly, head of screw broke off while final turns were being made. Information was received on (B)(4) 2015 that the broken screw could not be removed and was left in the patient. Implantation site: 5th met. Issue resolved: doc hasn't heard any feedback, per (B)(6) email on (B)(6) 2015. Sales rep. Was present. Surgery time extended >30 minutes: no.

Manufacturer narrative:
Investigation not complete. Product has not been returned. Trends will be evaluated. This report will be updated when the investigation is complete.